Manufacturer narrative:
Sample and lot # unavailable for investigation. Conclusion: due to lack of sample no corrective action will be implemented. Root cause unk.

Event description:
The event is reported as: during the procedure, the needle got stuck in the pt. Surgeon chose not to remove it. Procedure was completed using another suture successfully. No pt injury reported.